Manufacturer narrative:
The manufacturing location for this product is high tech laboratory. This site is an OEM manufacturing site. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle covering of a bd sentry ¿ safety lancet was broken, which created a sterile breach. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a broken lancet needle cap with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were found relating to damage to the needle cap. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for a broken lancet needle cap with the incident lot was observed. However, further evaluation of retain samples identified no issues. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.